Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis, which would have aided in determination of the root cause. Failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found no similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a starclose se device with a 6f sheath after a bilateral leg angioplasty procedure. Reportedly, there was resistance during starclose se sheath splitting. The device misfired when sheath splitter was advanced. Sheath splitting was not completed. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.